Manufacturer narrative:
Failure analysis noted that the pump had on esc and act button response due to corroded keypad traces. There was no blank display. They were unable to verify for the operating currents including low battery, off no power or battery out limit alarm due to the no esc and act button response. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. There was no moisture damage inside the pump. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump might have gotten wet in the hot tub, it would not bolus correctly and it alarmed battery out limit. She stated that none of the buttons were responsive and the pump had a blank display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.